Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a nail was bent after explantation during a removal procedure on (B)(6) 2020. No patient injury was reported.